Event description:
It was reported that the patient's lead and generator were replaced. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's device. The patient was experiencing numbness on the left side of their face and left ear. No known surgical intervention has occurred, to date. No further relevant information has been received to date.